Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned an asian male patient of unknown age. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70% / human insulin 30% (rdna origin) (humulin 70 / 30) via reusable pen (humapen ergo ii), 24 units at morning and 18 units at night, subcutaneously, for the treatment of diabetes mellitus, starting on and unknown date in 2012. Since an unknown date, the injection button of his humapen ergo ii was difficult to be pressed ((B)(4) / lot number: 0902d05). On an unknown onset date, his blood glucose was increasing / fasting blood glucose: 20 - 21 / postprandial blood glucose. 30 - 31 (units and reference values were not reported), which caused his hospitalization. Information regarding corrective treatment was not reported, however being in hospital his fasting blood glucose was 10 and his postprandial blood glucose was 12 (units and reference values were not reported). As of (B)(6) 2017, he was still hospitalized and was recovering from the event. Human insulin isophane suspension 70% / human insulin 30% treatment status was not reported. No follow up would be requested since the reporter refused to be contacted and treating physician contact details were not provided the operator of the devices and his/her training status were not provided. The device model duration of use and the suspect device duration of use was 4-5 years. The action taken for the suspect device was not reported and it was unknown if the return of the device was expected. . The reporting consumer did not know if the event was related to human insulin isophane suspension 70% / human insulin 30% treatment and did not provide a statement of relatedness with the suspect device. Update 05oct2017: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 09-oct-2017. Product complaint number has been processed and added to the narrative.

Manufacturer narrative:
New updated and corrected information is referencedwithin the update statements. Please refer to statement dated 17-nov-2017. No further follow-up is planned. Evaluation summary: a male patient reported the button of his humapen ergo ii device was difficult to push down. The patient experienced increased blood glucose. The investigation of the returned device (batch 0902d05, manufactured february 2009) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient indicated the device had been used for 4 to 5 years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. This is not likely related to the event of increased blood glucose given the device met functional and dose accuracy specifications.

Event description:
Lilly case ID: (B)(4). This spontaneous case reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned an asian male patient of unknown age. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70% / human insulin 30% (rdna origin) (humulin 70 / 30) via reusable pen (humapen ergo ii), 24 units at morning and 18 units at night, subcutaneously, for the treatment of diabetes mellitus, starting sometime in 2012. Since an unknown date, the injection button of his humapen ergo ii was difficult to be pressed ((B)(4), lot number 0902d05). On an unknown onset date, his blood glucose was increasing, fasting blood glucose 20-21, postprandial blood glucose 30-31 (units and reference values were not reported), which caused his hospitalization. Information regarding corrective treatment was not reported, however being in hospital his fasting blood glucose was 10 and his postprandial blood glucose was 12 (units and reference values were not reported). As of (B)(6) 2017, he was still hospitalized and was recovering from the event. Human insulin isophane suspension 70% / human insulin 30% treatment status was not reported. No follow up would be requested since the reporter refused to be contacted and treating physician contact details were not provided the operator of the devices and his/her training status were not provided. The device model duration of use and the suspect device duration of use was 4-5 years. The suspect humapen ergo ii associated with product complaint (B)(4) was returned to the manufacturer on 16oct2017. The reporting consumer did not know if the event was related to human insulin isophane suspension 70% / human insulin 30% treatment and did not provide a statement of relatedness with the suspect device. Update 05-oct-2017: updated medwatch and european and canadian (EU/(B)(6)) fields for expedited device reporting. No new information added. Edit 09-oct-2017. Product complaint number has been processed and added to the narrative. Update 12-oct-2017: follow up information was received on 09-oct-2017, included product complaint (B)(4), which was previously processed. No new adverse event information was added to the case. Update 17nov2017: additional information received on 17nov2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly. Upon review, updated improper use and storage from no to yes.